Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0223z, implanted: (B)(6) 2012, product type: lea. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# serial# unknown, product type: accessory. (B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy a week prior to the report, noting bowel incontinence and stimulation sensation at the implantable neurostimulator (ins) site. On the day of the report, the programmer would not interrogate and a poor communication screen was seen on the programmer. The issue was not resolved after confirming antenna was secure. The old antenna reportedly was not communicating with the new programmer, so a new antenna was ordered. However, a poor communication screen was still seen with and without the antenna. Two days later, the patient was seeing the therapy screen and felt stimulation. The patient was indicated for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Resolution of all symptoms remains unknown.